Event description:
The pt had surgery to replace his right-sided implantable neurostimulator. The new device was implanted in the abdomen because the pt had a pacemaker implanted as well. The pt had abdominal stimulation. Symptoms included diarrhea, abdominal pain and 'bowel symptoms' when stimulation was turned on. The generator and extension were replaced in 2008, and the pt did not experience abdominal discomfort when the new stimulator was turned on. The pt's symptoms resolved.

Manufacturer narrative:
The implantable neurostimulator and extension were returned for analysis. No anomaly was found during final device analysis of the implantable neurostimulator. The extension was cut through (explant damage suspected); no significant anomalies were found otherwise.